Event description:
Boston scientific crm received information that this extender in association with transvenous right atrial (ra) lead was determined to be fractured. In an attempt to remove the fractured extender, the ra lead became dislodged. Both of these were removed from service. There were no reported adverse patient symptoms, beyond the surgical intervention to address the fractured extender.

Manufacturer narrative:
Results - review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion - it cannot be determined whether the event was related to device performance, or patient condition.